Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 13 mg/dl; cause was not known. Customer's family member administered a glucagon injection and an emt (emergency medical technician) provided assistance; nature of assistance was not specified. Customer went to the emergency room and was treated with intravenous fluids of saline, resolving the issue. Date of event is approximate and duration of stay was not known. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.